Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine and hydromorphone both at concentrations of 25 mg/ml and doses of 3.1 mg/day. It was reported a catheter event had been confirmed. The representative stated the patient was having elective spinal surgery yesterday ((B)(6) 2017), and the catheter was cut. The representative stated the patient had a wound vac to the back due to previous spinal surgery, and now they were ruling out an infection to that area. The representative stated the surgeon removed the spinal segment of the catheter and tied of the proximal end. There was a question regarding what to program the pump at. The representative stated the managing medical doctor thought the pump would sense the pressure change in the catheter due to the tie off. It was unknown when the rule-out infection started. Additional information received from another representative on (B)(6) 2017 reported they wanted to know what was on label that he could review with the hcp. The representative would follow-up with the hcp. No further patient complications were reported; no patient symptoms were reported related to the cut catheter. Additional information received from the initial representative reported that patient was stable at that time, and they were doing the catheter revision that day ((B)(6) 2017). The representative was asked if infection had been ruled out, but she did not know at that time. The representative stated the cut catheter was accidental. The patient weight was unknown. The representative stated that they removed the spinal segment completely and left the pump segment tied in. The pump segment was tied off, and the pump was programmed to minimum rate. The representative mentioned that the surgeon didn¿t use the correct procedure to tie off an ascenda. No further patient complications were reported.